Event description:
It was reported the patient's ipg was nearing its end of service. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The reported event of ipg eri was not confirmed. The ipg had not logged the elective replacement indication (eri) or the end of life (eol) timestamps. The lowest ipg battery voltage that was logged prior to ipg explant was 2.89v, which is above the ipg eri threshold of 2.642v. The ipg was functionally tested and passed all testing.